Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm readings and was unable to recall actual cgm readings but they were in normal values. This report is 3 of 3 allegations of cgm accuracy that had similar event details. The patient passed out but was able to regain consciousness. The patient wasn't feeling good and called 911 then ambulance took the pt to the hospital. The bg reading at the hospital was over 600 mg/dl. Pt unable to remember medications that were administered at the hospital. The patient was admitted to the ICU for 5 days and was discharged on (B)(6) 2025. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. This report is 3 of 3 allegations of cgm accuracy that had similar event details. Related records: (B)(4).